Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Left heart catheterization on (B)(6) 2017 showed severe calcified stenosis of mid to distal rca, moderate nonobstructive disease in left anterior descending and left circumflex coronary arteries, and normal left ventricular ejection fraction. Patient was medically managed and returned on (B)(6) 2017 for the planned pci of rca with atherectomy. (B)(4): against resistance. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that during advancement, the device met resistance and use of force was applied. The graftmaster coronary stent graft system instructions for use (IFU) states: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent graft on the balloon. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition); however, the reported physical resistance appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with chest pain and a free perforation with extravasation in the distal right coronary artery (rca) after undergoing atherectomy with a non-abbott atherectomy device. A 2.8x16mm rx graftmaster covered stent system was advanced with resistance felt against calcification in the mid rca; slight force was applied and the graftmaster crossed. The graftmaster was deployed at nominal pressure, followed by post-dilatation with an unspecified 3.0x12mm non-complaint (nc) balloon inflated to 14 atmospheres to ensure adequate wall apposition for complete sealing of the perforation. As the perforation was angiographically noted to be larger than initially anticipated, the remaining uncovered perforation area was able to be sealed via long inflation with an unspecified 2.5x20mm. Use of the graftmaster did not cause or contribute to complications or adverse events or any clinically significant delay. The patient was discharged home two days later and is reportedly feeling well. The additional hospitalization was reportedly for routine post-procedure monitoring and not related to graftmaster use. No additional information was provided.